Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device is not available for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the vela ventilator is alarming vent inop, low pip and low exhalation volume circuit disconnect continuously. There is no patient involvement associated with this event.